Event description:
Healthcare professional reported left side "implant deflated." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified fold creases, one linear opening, yellow particles in device inner/outer surface and wear abrasion. A microscopic analysis and leak test were performed which identified one opening crease smooth and broken sharp of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening. Broken sharp of plug strap assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported after explant surgery it was observed "displaced plug valve and broken plug strap."